Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device had the cannula assembly undeployed. The download data shows rotational sensor errors. No timeouts, drive stalls or hazard alarms were observed. Rerun of the pod replicated the rotational sensor issues. The rotational sensor error caused the failed needle mechanism deployment. The commutator cap was observed to be incorrectly installed. It cannot conclusively be determined whether the excess plastic caused from the incorrect installment contributed to the rotational sensor malfunction.